Manufacturer narrative:
Event date: it was documented in the initial medwatch stated that the date of event was unknown. Upon complaint review, it was determined that the event occurred in (B)(6) 2016; however, the exact date of the even was unknown. The date of event will be defaulted to (B)(6) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. It was determined that the device passed all manufacturing specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reporter number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 4 of the same event. It was reported that during craniotomy surgical procedure, it was observed that while the motor device and three attachment devices were in use together, the devices started to heat up. There was a five minute delay to the surgical procedure. Spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.